Event description:
It was reported that a 42-year old caucasian female patient underwent breast augmentation revision with two 590cc mentor memorygel breast implants and was diagnosed, via ultrasound, with right breast implant rupture and lump, post-operatively. As a result, the patient has been scheduled for breast implant explantation surgery on (B)(6) 2023.

Manufacturer narrative:
Explantation date: (B)(6) 2023. Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: material rupture with lump. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On september 11, 2023, mentor received additional information indicating that the patient was also diagnosed with bilateral breast ptosis and lateral displacements. In addition, the patient also suffered several symptoms including, fatigue, headaches, difficulty lifting arms, chest pain, dizziness, and breathing difficulty. In addition, the patient was also punched in the right breast prior the breast pain and rupture. H6 health effect - clinical code e2402: generalized illness this medwatch form is for the right breast prosthesis. Complications on the left breast were reported under mrn: 1645337-2023-11433.

Manufacturer narrative:
On august 25, 2023, mentor received additional information indicating that the patient's implant was replaced with a non-mentor implant (sientra implant). In addition, the suspect medical device has been discarded. The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed.